Event description:
Surgeon was using the covidien lp endo stitch suturing device, and the needle fell off multiple times. New needles were added, but the suturing device continue malfunctioning until a new endo stitch device was opened. No further problems occurred during the surgical procedure.